Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported "I think I'm having issues with my stimulator", stated used to be able to feel stimulation, so they turned stimulation up, which made their legs start jumping and hurting "at 1.2 it does that". The patient stated he turned stimulation down to resolve the legs jumping and hurting, but also confirmed he also noticed a return in symptoms stating it felt like their bladder was "getting full again". The patient mentioned he was on oxybutynin as well as stimulation. They made appointment with their doctor which was scheduled for friday. The patient noted that the last time he was at his doctor, the nurse practitioner "changed it to the 3rd lead". No further complications were reported or are anticipated.